Event description:
Customer was hospitalized due to low blood glucose. The blood glucose reading at the time of the event was 54 mg/dl. Customer was feeling sick the previous day. Customer did not check his blood glucose level. Customer treated with glucose pills. The current blood glucose reading was 288 mg/dl. Customer treated with manual injection. Customer stated that the insulin pump fell at the hospital and has cosmetic damage. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was received with intermittent button response due to corroded keypad traces. The reservoir can be inserted and removed from reservoir compartment properly.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.